Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to patient request of removal of metal on metal implants. Update oct 16, 2017: litigation record received. Litigation alleges physical injuries, elevated blood metal levels, pain and inhibited ability to move. It was also reported that plaintiff suffered cup detachment, disconnection, loosening and metallic debris. Added cup due to the alleged loosening. Added complainant information. This complaint was updated on oct 25, 2017. Update oct 16, 2017 records reviewed for MDR reporting. Within the der for revision on (B)(6) 2016, it was noted that "surgeon indicated that the implants were positioned well and everything looked normal, with a small amount of trochanteric bursitis." Only head and liner were exchanged. With regard to the metal ion levels, the surgeon's assistant "indicated that the levels were well below what we normally use as a guideline to initiate these conversions, but that the patient wanted the metal on metal implants out." This is inconsistent with the allegations received on oct 16, 2017, which allege implant loosening, metal debris and metal ion toxicity. Specific ion levels reported on der were "from assistant's memory" and contained no units information. As a result, until clarified with adequate clinical documentation, the elevated metal ions, as alleged by litigation, will be reported. Since the loosening of an implant and presence of metal debris is disputed by the report of the revision surgery by the surgeon, though alleged by the litigation, it will not be reported at this time. If additional information is provided, then the MDR decisions and medwatch reporting may be revised. Complaint updated on: nov 13, 2017.